Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number k00z20; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired and position of wedge/sleds unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reporedly "dropped the cartridge" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be conforming. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the tsb35 reload popped out into the pt when the surgeon was manipulating it onto tissue. It was retrieved without difficulty. A new instrument was used to complete the case. This was on first firing. There was no consequence to the pt.